Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt receptacle was pulled from case, breaking wire #1. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.